Event description:
It was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was instructed to load a new cartridge to resolve the issue.